Manufacturer narrative:
This device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings that attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an unknown procedure. The finish arrows lined up (click 3), the device poped out of the artery, losing access to the site. Hemostasis was achieved with manual compression. No pt injury reported.